Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found body fluid in the lumen. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations muscle stimulation.

Event description:
It was reported that patient with this left ventricular (lv) lead was explanted due to phrenic nerve stimulation and a new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that patient with this left ventricular (lv) lead was explanted due to phrenic nerve stimulation and a new lead was implanted. No additional adverse patient effects were reported.